Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the last firing, the device locked on the cystic duct and could not be removed. The tissue was resected to get the device off. A new device was used to complete the procedure. The device was discarded. Add'l info was requested but there was no further info available.

Manufacturer narrative:
Date sent: 10/28/2009. Device was not returned for eval.